Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient underwent an underwent the implantation of an artificial urinary sphincter (aus) on (B)(6) 2020 after a radical prostatectomy. After activation of the device, the patient remained urinary incontinent. A tomography was performed and fluid loss of the device was confirmed. Urethroscopy did not show the presence of ulceration or extrusion. The patient requested a replacement of the system.